Manufacturer narrative:
A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. Flushing was not functional in any state. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed some kinking/stretching of the flush lumen, which likely caused the flushing issue. The reported event was confirmed the reported analysis of the returned device found kinking/stretching of the flush lumen, which likely caused the flushing difficulties. Further investigation is ongoing and boston scientific is working with the supplier to determine whether any additional solutions will be implemented.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) had an irrigation issue. After treatment mapping was performed with a different catheter so the farawave catheter was left on the table for 15 min and then it was no longer able to flush. The device was replaced, and the procedure was completed without patient complications. The catheter has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) had an irrigation issue. After treatment mapping was performed with a different catheter so the farawave catheter was left on the table for 15 min and then it was no longer able to flush. The device was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned.